Manufacturer narrative:
Our field service engineer investigated the device on-site, and confirmed the reported issue. To address the issue, the o2 gas module and the expiratory channel connector printed circuit board (pcb) were replaced. After replacement, the device passed all functional, calibration, and safety tests and was returned to the customer for clinical use. The replaced o2 gas module and the expiratory channel connector pcb were returned for further investigation. Simulated use testing of the returned gas module failed the flow transducer test during the pre-use check. After the pre-use check, ventilation was performed, and the device started to alarm for high respiratory rate and showed abnormal volume curves on the display. After ventilation, a visual inspection of the gas module revealed that one of the components, a capacitor on a circuit board inside the gas module, was broken due to excessive mechanical force. One possible reason for this component breaking off could be that the gas module was dropped on the ground. In conclusion, the replaced o2 gas module was identified as the cause of the failure. No definitive cause of why the capacitor was broken has been established for this reported issue. Nevertheless, it can be inferred that excessive force might have been applied to the gas module, as evidenced by the broken component.

Event description:
Manufacturer's ref: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).